Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Device manufacture date: unknown. A sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that an unspecified product "unknown - k+ issues".

Manufacturer narrative:
Medical device brand name is corrected to bd vacutainer®. Common device name is corrected to blood specimen collection device. Medical device catalog # is corrected to unknown. Medical device lot # is corrected to unknown. Unique identifier (UDI) # is corrected to unknown.